Manufacturer narrative:
Pc-(B)(4). Date sent: 07/24/20219. MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: was ph testing performed prior to explant to confirm recurrent reflux? N/a device has not been explanted. After implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? @ 1 year after implant. What symptoms lead to the discovery of the discontinuous device? N/a. Device determined not to be discontinuous per chest x-ray. What was the date of the imaging which showed the discontinuous linx? N/a. Chest x-ray showed device not discontinuous. If available, please share a copy of this imaging (barium swallow and x-ray please). Not available. What is the lot number for the implanted device? 12155. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Return of gerd symptoms. Did the patient undergo an MRI since device implant? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Yes. Cxr. Does the device appear to be in a continuous annular state in these images? Yes cxr. Confirms continuous annular state and not discontinuous. We are interested in establishing a window when the device may have become discontinuous. N/a. What is the management plan? Is device removal scheduled? Is a replacement linx or. Fundoplication planned? Management plan is to obtain repeat ph study.

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging (barium swallow and x-ray please). What is the lot number for the implanted device? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared?

Event description:
It was reported that on (B)(6) 2017 the patient had a linx implanted. According to the surgeon the lot number of the device that was implanted was on the recall list. The patient has recently had a return of gerd symptoms and a barium swallow test showed that the beads were potentially separated. Per the recall protocol the patient is scheduled for an x-ray later this week.